Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing in the atrial channel and noise on the ventricular channel which resulted in ventricular pacing inhibition and non-sustained ventricular tachycardia (nsvt).